Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Tandem technical support provided the customer with pump reset instructions and assisted in resetting the pump. The malfunction cleared and the customer continued to use the pump for insulin therapy.